Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences but threshold suspend did not alarm. The customer's sensor glucose was 160 and blood glucose was 39 mg/dl. Her current sensor glucose is 184 and blood glucose is 114 mg/dl. The customer stated that she treated her low blood glucose with juice and a granola bar. The sensor and insulin pump are not returning.